Manufacturer narrative:
The UDI # is unknown because the part number and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Reportedly, force was applied as the wire was caught behind the stent due to the wire being behind the strut of the stent in the left main. It should be noted the hi-torque guide wires instruction for use states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017- excessive force. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience sierra stent referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat multiple coronary lesions. A stent was implanted in the left circumflex (lcx) and one in the left main (lm)/left anterior descending (lad) coronary artery (lm/lad). The third stent, a 3.5 x 38 mm xience sierra stent, was attempted to be implanted distal to the stent in the lm/lad, but resistance was felt with the implanted stent in the lm/lad and the 3.5 x 38 mm stent dislodged from the delivery system. During snaring and removal of the dislodged stent, it was noted that the distal end of the whisper guide wire had broken off in the patient and was caught behind the implanted stent. The separated piece of wire was further embedded behind the implanted stent. A balloon pump was placed to stabilize the patient and the patient was noted to be doing better.